Event description:
Additional information received stated that the manufacturer¿s representative (rep) was unsure of the date the device reached end of service (eos). It was unknown if the patient was in cycling or continuous mode. The patient was doing great after being implanted with a new device and reported being happy with the stimulation coverage.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and a loss of therapeutic effect. The patient first noticed this about five days prior to the report when she noticed a change in her pain control and started getting the end of service (eos) message. It was noted that the patient was unable to adjust stimulation; her patient programmer (pp) wasn¿t working, and the display showed the ¿call your doctor¿ icon and eos. The implantable neurostimulator (ins) was also not working. The patient tried to synch her device but would get the synch sign followed by the eos. The patient¿s last setting was ¿6.0 something¿ for voltage. It was reported that a few weeks ago it looked like it said ¿era¿ but was able to use it. The patient¿s pain had increased over the last five days, and the very next she day she noticed the message she knew something wasn¿t right. There is normally no stimulation sensation felt but if the patient changed positions or coughed she would notice the stimulation but three to four days ago nothing occurred when she changed positions or coughed, and the day after that her back was killing her. It was noted that it usually took a few minutes to get the muscles to relax and she was stiff in the morning. The patient was scheduled to see her healthcare provider (hcp) in the future. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received stated that the patient had premature battery depletion and had the device replaced on (B)(6) 2014. The cause of the issue was determined to be the patient using the battery often and at high settings. At the time of the report the patient was alive with no injury with no patient symptoms or complications associated with the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no significant anomaly. The ins battery was at normal end of life. Telemetry and output was okay.